Event description:
It was reported that during the procedure in the moderately calcified mid circumflex artery, the physician loaded the 2.5 x 15 mm xience v stent delivery system onto the asahi grandslam guide wire. During advancement, the physician felt that the stent delivery system (sds) was sticking. The sds was not removed from the guide wire and the guide wire was wiped with saline. Resistance was still felt and the physician then tried to remove the sds from the guide wire. The sds could not be removed and force was applied. The tip of the sds separated from the delivery catheter outside the patient anatomy. Both separated segments of the sds were then removed from the guide wire. A second same size xience v stent delivery system was then advanced over the same asahi grandslam guide wire. No resistance was felt and the stent was deployed at the target lesion. Due to the lesion length, the physician then advanced another xience v stent delivery system over the same guide wire. No resistance was felt and the stent was deployed to fully cover the target lesion. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: 300 grandslam. Guide catheter: 7 french ebu cordis. (B)(4) - excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported tip separation/detachment was confirmed. Guide wire resistance could not be tested due to the condition of the returned devices. Based on visual inspection and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the xience v instructions for use states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components and/or vasculature. Based on the information reviewed, there is no indication of a product deficiency.